Event description:
Received information stating customer received multiple altitude alarms. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
The device is available for evaluation; however, the device has not been received. A follow up report will be submitted if the device is received.